Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a registered nurse encountered a fluid leak within the liberty select cycler's cassette compartment when removing the cassette from the cycler at the end of peritoneal dialysis (pd) treatment. The cycler belonged to the hospital. The rn reported receiving patient line is blocked alarms multiple times during an unknown phase prior to the observed leak. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. The rn indicated that she had difficulties inserting the cycler set during setup and she had to hold the door shut and press next during the setup steps. The treatment was completed before the leak was observed. It was reported that there was fluid within the cycler. The registered nurse was advised to discontinue the use of the cycler and revert the patient to alternate treatment options. A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. There was no reported adverse event, injury, nor medical intervention related to the event. Additional information was requested, however, to date no response has been received.

Event description:
It was reported that a registered nurse encountered a fluid leak within the liberty select cycler's cassette compartment when removing the cassette from the cycler at the end of peritoneal dialysis (pd) treatment. The cycler belonged to the hospital. The rn reported receiving patient line is blocked alarms multiple times during an unknown phase prior to the observed leak. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. The rn indicated that she had difficulties inserting the cycler set during setup and she had to hold the door shut and press next during the setup steps. The treatment was completed before the leak was observed. It was reported that there was fluid within the cycler. The registered nurse was advised to discontinue the use of the cycler and revert the patient to alternate treatment options. A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. There was no reported adverse event, injury, nor medical intervention related to the event. Additional information was requested, however, to date no response has been received. Upon follow up, the rn indicated she was unsure what cause the leak. She reported that treatment was completed with cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The hospital has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. There was no damage observed on the cycler set and no fluid leak from the solution bag. The cycler set used by the patient was discarded and is not available to return for physical evaluation by the manufacturer. The reported cycler has been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. In order to identify potential lots involved, a search was performed for the products shipped to the customer account for the three (3) month time frame which immediately preceded the event occurrence date. However, there were no records of orders shipped to this account, therefore, a manufacturing records review could not be performed. A definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.